Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown, but the most recent reading was 16.0 mmol/l. Troubleshooting was initiated for the failed battery test. There was no corrosion or damage on the battery cap contacts, battery compartment, or spring. There were also multiple bad battery alerts found in the pump history. The battery life has been waning on the pump. The customer was advised to clean the battery cap contacts with a cotton swab and alcohol. The customer was advised to revert to a medically prescribed back-up plan in the meantime. No products were returned and a replacement battery cap was shipped to the customer.